Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified check syringe plunger sensor and control key switch background (bgnd) test. During the functional testing was able to duplicate check syringe plunger sensor. The flippers were touching the top of the ear clip when the plunger assembly was pushed all the way in. The root cause of the issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Unable to duplicate the control key switch background (bgnd) test. The root cause of the issue was unable to be determined. Replaced the left plunger case. Replaced the keypad for preventive performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump displayed multiple errors but the one most displayed was the syringe plunger sensor error. No patient injury was reported.